Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-05-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-08-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching on their controller and batteries while at home. The site noted that the charge on the batteries during the switching event was greater than twenty-five percent. All of the devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H10 product event summary: the controller and four (4) batteries (bat220042, bat220149, bat580571, bat585454) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Data log files revealed multiple instances involving bat220149 and bat580571 where the batteries¿ relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving bat580571 and bat220149, as well as premature power switching events due to momentary disconnections involving bat585454, bat580571, and bat220149. Additionally, analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving bat580571. As a result, the reported events were confirmed. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, th e controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that two of the batteries also had a communication error and one of the batteries exhibited a critical battery alarm.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. An internal investigation has been opened to evaluate the hairline cracks and implement corrective actions as required. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4), as well as premature power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnects and implement corrective actions as required. Additional products: battery, (B)(4) / expiration date: 2018-05-31 / UDI#: (B)(4) / device available for evaluation: yes, return date: 2018-05-30 /device evaluated by MFR: yes / mfg date: 2017-05-31 / (B)(4). Battery, (B)(4) / expiration date: 2018-08-31 / UDI#: (B)(4) / device available for evaluation: yes, return date: 2018-05-30 / device evaluated by MFR: yes / mfg date: 2017-08-31 / (B)(4). Battery, (B)(4) / expiration date: 2017-06-30 / UDI#: (B)(4) / device available for evaluation: yes, return date: 2018-05-30 / device evaluated by MFR: yes / mfg date: 2016-06-30 / (B)(4). Battery, (B)(4) / expiration date: 2017-06-30 / UDI#: (B)(4) / device available for evaluation: yes, return date: 2018-05-30 / device evaluated by MFR: yes / mfg date: 2016-06-30 / (B)(4). If information is provided in the future, a supplemental report will be issued.